Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported by the kit loan service from stryker (B)(4) that the customer returned in a loan kit a xia forceps broken. It was further reported by (B)(6) that the item broke during a surgery and that broken piece fell inside the pt. The broken piece was removed quickly. It was further reported that another item has been used to finish the surgery, with no adverse consequences for the pt and no significant delay of the surgery (2-3 minutes).